Manufacturer narrative:
Title: risk factors for peritoneal dialysis withdrawal due to peritoneal dialysis-related peritonitis source: ne¿phrologie & the¿rapeutique 17 (2021) 108113 accepted 15 october 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study, this retrospective analysis evaluated clinical characteristics, laboratory data, and causative microorganisms of 204 episodes of peritoneal dialysis-related peritonitis between 2007 and 2018. Of these, 38 cases withdrew from pd (peritoneal dialysis) due to peritonitis, and 4 patient's deaths were reported. It was also stated that the 4 deaths resulted from peritonitis because they were too clinically unstable for catheter removal. All cases underwent pd with a double-cuffed and straight catheter.